Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the lead dislodged when withdrawing the catheter. The lead was reset and remains in use. No patient complications have been reported as a result of this event.